Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons function properly and no button error alarm noted during testing. No unexpected audio/beep or flashing screen anomaly noted. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 179 mg/dl. Insulin pump will need to be replaced. No additional information provided.